Event description:
Customer states: after 5 days use on a ventilated pt, the alarm occurred and the product appeared to be decreasing in volume. Customer stated no pt harm. Info provided to date suggest extubation and recannulation of a replacement tube was required, however, it cannot be confirmed. Efforts to collect further details surrounding the circumstances of this report are ongoing.

Manufacturer narrative:
The sample is currently in transit to our mfg site for analysis.